Event description:
A report was received that a patient was scheduled to undergo a pocket revision procedure, due to the ipg protruding through the patient's skin. The physician believes that the patient's skin had eroded due to the pressure on the ipg site since the patient spends a lot of time laying down. The patient was explanted and is reportedly doing well following the procedure.